Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were told there might be a wire issue. Follow-up with the clinic disclosed that the right ventricular (rv) lead exhibited t-wave oversensing (twos). Reprogramming was made to reduce sensitivity and to increase ventricular blanking, but reprogramming attempts were ineffective. The lead remains in use. No patient complications have been reported as a result of this event.